Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the implantable neurostimulator (ins) was implanted for headaches. The consumer¿s headaches were doing much better for about six months, but suddenly starting five to six weeks ago, two months at most, they were having a horrible time with headaches again. On (B)(6) the consumer met with the manufacturer¿s representative (rep) who ¿cut the level of the stimulator way back,¿ and was told to leave stimulation alone, but since the adjustment the headaches had gotten worse so they were looking to speak with the rep. The consumer also requested assistance with lowering their amplitude using their patient programmer (pp). Relevant medical history includes spinal pain.